Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine (1 mg/ml at 0.05712 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024 the patient reported that their midline incision site was draining. The medical team noted a pinpoint opening at the top of the patient's incision. They were started on antibiotics. The clinical diagnosis was surgical site draining and pinpoint opening top of incision. The incisional site/device tract was noted as the lumbar site. The event was noted to be resolved without sequelae on 2024-05-29.